Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if the bent and cannula that was possibly not inserted correctly into the infusion site could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data available. Omnipod software app version: no data available . Operating system: no data available . Hardware: no data available . Cgm sensor type: no data available . Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a healthcare professional (hcp) that the patient was admitted with hyperglycemia progressing toward early diabetic ketoacidosis (dka) at azg lorieux while using an omnipod 5 pod. Upon pod removal, the hcp observed that the pod¿s cannula was bent and was not inserted correctly. This issue was identified only after the pod was removed. No further details regarding symptoms experienced or treatment administered was provided.